Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose read "high" (>27.8 mmol/l,>500 mg/dl) with ketone levels of 2.5 mmol/l while wearing the pod between 5 and 24 hours. The pod was removed from the abdomen and the patient was given an insulin drip on a sliding scale. The patient was released after 1 day and the pod was discarded.

Manufacturer narrative:
In the case description, the user mentioned having high bgs while using the system and being unable to use the use cgm option to add bg readings to the bolus calculator. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of issues with the agc algorithm suggesting basal insulin. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs and generated the correct responses based on pod and cgm communication status, the phb audit data showed that on 24aug2023, the pod lost communication with the cgm while egvs were high, resulting in the egvs being unavailable for use in bolus calculations or basal insulin suggestions. The system correctly responded to the missing egvs by putting the system into automated mode: limited and then generating a missing cgm alert. Pod and cgm communication was restored on 25aug2023 and egvs began to show up again, putting the system back in automated mode. Logs show after this restoration the user was able to use the use cgm option to load bg values into the bolus calculator. Inspection of the android log files confirmed that the dashboard showed egvs as unavailable, however the user was still able to use the bolus calculator and deliver boluses. The exact cause of the pod and cgm communication issues could not be determined.